Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure there was placement difficulty with the right ventricular (rv) lead. The physician was having a hard time getting the lead in a stable position; the lead kept dislodging during procedure. The physician felt that the helix would deploy prematurely and fast so the lead was removed from the patient. When exercised outside of the body, it was noted that the helix did deploy fast rather than in a smooth transition. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.